Event description:
Information received that the right foot siderail was not staying up. No injury reported.

Manufacturer narrative:
Technician found that the latch was stuck, causing the siderail not to stay latched up. Removed the siderail and cleaned the latch to resolve this issue.